Event description:
The clinician reports the implant was inserted (B)(6) 2016 in the patient's mouth. Details of surgery: primary stability not achieved and implant surface not completely covered with bone. On (B)(6) 2024, loss of osseointegration was verified. Patient presented with bone type iii and poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: infection, peri-implantitis, pain, mobility, hypersensitivity and inflammation. No further patient complications were reported.